Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion error which was reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. The cause was determined during visual inspection to be corrosion on force sensor flex, causing improper sensor functioning, as well as an out of specification downstream tubing guide. The force sensor was replaced and tubing guide was shimmed/adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion error. There was no patient involvement. No additional information is available.